Event description:
It was reported that balloon rupture occurred. A 3.0x220x150 (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded, and the device was filled with blood. The device was soaked in a warm water bath for 5 days. Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 20mm in length. Inspection of the rest of the device found no other damage or defect. There is no indication the device was inflated over rated burst pressure (rbp).

Event description:
It was reported that balloon rupture occurred. A 3.0x220x150 (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported.